Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white and blue part became separated from a large volume infusor and was floating in the plastic overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured december 5, 2015 ¿ december 8, 2015. The reporter clarified that the blue winged luer cap had separated from the device, leading to the device leaking into the overpouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.